Event description:
New information received noted that the recommended programming changes were made and no further issues were seen by the clinic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with multiple episodes of non-sustained right ventricular oversensing. The episodes were due to programmed lengthened pav delay causing competitive ventricular pacing and subsequent oversensing. Alternative programming was recommended. The patient was in stable condition.